Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not completely seal. Tones are unknown, and the seal initially appeared adequate. After cutting the seal, it reopened. Another device of the same type was used to complete the seal. No patient injury occurred and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: the returned product met specification as received. Visual inspection found no defects. The customer reported that during a procedure, the device did not completely seal. The reported condition was not confirmed. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.